Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01429. It was reported the patient experienced increased pain. Reprogramming did not resolve the issue. Later, diagnostic x-ray indicated that the leads migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention occurred to explant and replace the leads. Therapy was restored post-operatively. Follow-up information indicated a hematoma was suspected at the ipg site (manufacturer reference number: 1627487-2022-02256) wherein the ipg pocket was opened and cleaned. Hemostasis was achieved and the ipg was relocated to address the issue.